Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found the device to be in good physical condition. Evidence of the reported complaint was confirmed in the event history log: (B)(6) 2019 6:39:28 pm high alarm displayed: downstream occlusion. Device underwent downstream sensor and infusion testing. Downstream occlusion error message was not duplicated during infusion test; sensor noted to be within specification. A small bubble was found visible however on the downstream sensor seal. Customer complaint was not confirmed, and the problem source has bee determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the cassette on a smiths medical cadd solis vip pump has down sensor occlusion. No adverse effects reported.